Manufacturer narrative:
Findings: unit received with button error alarm and had unresponsive up and down buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive buttons. The back light function properly. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 247 mg/dl. The customer was treated with manual injection. The customer stated that she was out in the yard pulling weeds and may have the backlight button that was press a while. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.